Manufacturer narrative:
Based on the current information provided, the cause of the vaginal cuff tear cannot be determined. There was no claim against the product and no indication of a product issue, and thus there is no indication that the device directly caused the reported event. A follow-up MDR will be submitted if additional information is received. A system log cannot be performed because the system logs are not available at this time as there was insufficient information. This complaint is considered a reportable event due to the following conclusion: intuitive surgical inc (isi) was made aware of a social media post indicating that 4-5 weeks after a da-vinci assisted hysterectomy, the patient experienced vaginal cuff tear, and was reported bleeding a lot. The patient was brought back for an emergent surgery to re-stitch the vaginal cuff. It is unknown on which date was the da-vinci assisted surgery and at which hospital. The amount of blood loss is unknown at this time.

Event description:
Intuitive surgical inc (isi) was made aware of a social media post indicating that 4-5 weeks after a da-vinci assisted hysterectomy, the patient experienced vaginal cuff tear with "lots of bleeding". The patient was brought back for an emergent surgery to re-stitch the vaginal cuff. It is unknown on which date was the da-vinci assisted surgery and at which hospital. The amount of blood loss is unknown at this time. Intuitive surgical, inc, (isi) made follow-up attempts to obtain additional information. However, at the time of this report, no additional information has been received.